Manufacturer narrative:
Eval summary: no x-rays or pt demographics were provided. Surgical notes from the primary surgery were provided. The condition of the devices is unk. It is unk if the devices were implanted with the proper fit and orientation per the surgical techniques. It is also unk if the pt followed the proper rehabilitation protocols. The pt's medical history may have contributed to the pain experienced after the hip replacement. However, a definitive cause for this issue cannot be determined with certainty based on the info available. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt is experiencing pain following right total hip arthroplasty.